Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: four samples were received and evaluated. They came in a (B)(6) plastic bag. They were visually inspected. They have imperfections in the plunger rod rib. They are acceptable. They show the samples received. Imperfections to the plunger rod rib can be induced during the assembly process when a jam occurs. Based on the samples received/photos provided, the symptom reported by the customer is confirmed. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Based on the samples received/photos provided the symptom reported by the customer can be confirmed. The lot # is unknown; therefore, no trending can be performed. Root cause description: imperfections to the plunger rod rib can be induced during the assembly process when a jam occurs. Rationale: CAPA not required at this time.

Event description:
It was reported that 4 bd 20ml syringe luer-lok¿ tips experienced a failure to contain blood/medication and a broken/damaged plunger rod. Product defects were noted prior to use. The following information was provided by the initial reporter: prior to use in the manufacturing process, scratches on syringes (barrels) were found.